Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient complained of syncope in (B)(6) 2011 and reportedly blacked out (B)(6). The patient was admitted to the hospital (B)(6). The physician opted to explant and replace the device. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of syncope in (B)(6) 2011 and reportedly blacked out (B)(6). The patient was admitted to the hospital (B)(6). The physician opted to explant and replace the device. It was further reported that it was not possible to determine the reason for device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.